Event description:
Patient was attempting to position a power wheelchair from her bed when joystick bracket loosened. This allegedly caused the chair to run into the user's leg and resulted in a blood clot.